Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame.

Event description:
It was reported that the ventilator was stacking breaths with audible alarms while connected to the pt. The pt was unable to exhale, was removed from the ventilator, and was manually ventilated until placed on another ventilator. No pt harm reported.